Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to claim no audio output on (B)(6) 2015. There was no report any injury or medical intervention. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and no defects were found. Functional testing could not be performed because the receiver would not boot up. The receiver case was opened for further evaluation. A discharge test was performed during an interior inspection and confirmed the reported event of no audio out put. The root cause was determined to be a defective battery.